Manufacturer narrative:
The patients weight is not provided. Device history: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in original package. The part was measured and verified to be a hahn tapered implant 3.0 x 13 mm (70-1154-imp0002). Complaint investigator measured the critical parameters against dwg 3025759 rev 1.0 from DHR and found no deviation. The implant thread was intact and internal feature was fine. There was no defect or non-conformity observed. Bone debris was observed from the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This file will be maintained for tracking and trending purposes.

Event description:
It was reported that the hahn tapered implant failed. The patient has no medical or dental history prior to implant. The provider notes the bone grade as grade iii. The patient presented on (B)(6) 2016 for primary procedure and returned on (B)(6) 2017. Upon examination, the provider notes an infection and that the device failed to osseointegrate. It was at that time the device was removed. The patient current status is listed as, "ok" per provider note.